Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 325cc. Catalog number: 3503251bc, lot number: 6653295. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced rupture on the left side. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 350cc, catalog number: 3503501bc, serial number: (B)(4), lot number: 7292730 (r) and serial number: (B)(4), lot number: 7359761 (l) on (B)(6) 2019.

Manufacturer narrative:
On 08/09/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).